Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: the reported test strip lot (# 0525132) is expired (expiration date: 08-sep-2005).

Event description:
The customer's sister reported the customer's blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. It was additionally reported the customer experienced symptoms of dizziness, sweatiness and loss of consciousness due the meter not working. The paramedics were called and reportedly treated the customer with some medication to raise the customer's blood glucose level. The customer was not reportedly transported to a health care facility. There was no report of death or permanent impairment associated with this event.